Event description:
The clinician reports the implant was inserted (B)(6)2025 in ada 20. Details of surgery: nerve encroachment. On (B)(6)2025, non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: swelling, inflammation and numbness. No further patient complications were reported.